Event description:
User receiving erroneous results for one patient with lipase. Initial result 12 u/l, repeat 35 u/l and 17 u/l. Sample was then tested on an analyzer at another site and gave result of 13 u/l. Original value is believed to be correct and was reported. No corrected report was issued. The field service representative found the last squeegee nozzle was sticking in an up position. He cleaned and aligned the nozzle. On follow up visit, he noted the sample probe rinse station water dispense was too low and cleaned the sample rinse lines. Performance tests were performed.